Event description:
Edwards received notification from our affiliate in italy. As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. Before procedure, due to its high calcification level, the access vessel was prepared. During procedure, while inserting the esheath, it got stuck on the calcifications in the right common iliac artery and could not advance. Then, it was decided to remove the esheath, but resistance was met and a dissection on the vessel was discovered that leaked a lot of blood. Additionally, it was observed that the distal tip of the sheath was damaged. The procedure was stopped, and it was converted to surgery to fix the artery. Finally, the valve was not implanted. Patient was stable after procedure. The perceived root cause of the event was the calcification on the artery.

Manufacturer narrative:
Supplemental report submitted to for correction per engineering review and completion of the engineering evaluation. Corrected b1, b5, h6 and h11. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. For the complaints of inability to introduce sheath and sheath distal tip damage, through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints of inability to introduce sheath and distal tip damage were unable to be confirmed due to unavailability of returned device nor imagery was provided for evaluation. Available information suggests that patient factors (calcification) likely contributed to the insertion difficulty while procedural factors (excessive device manipulation likely contributed to the sheath distal tip damaged, information indicated presence of calcification in patient's access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty experience, which may lead to the reported tip damage. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. The complaint of difficulty removing sheath, was unable to be confirmed due to unavailability of returned device nor imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during procedure, while inserting the esheath, it got stuck on calcifications in the right common iliac artery and could not advance. Then, it was decided to remove the esheath, but resistance was met and a dissection on the vessel was discovered that leaked a lot of blood'', additionally ''the perceived root cause of the event was the calcification on the artery.'' In this case, there was presence of calcification at the access vessel and the esheath got stuck on calcifications. Calcification can reduce the vessel diameter and may increase restriction leading to withdrawal difficulty. Additionally, calcified nodules can catch onto the sheath shaft and increase friction during withdrawal. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event and subsequent vascular dissection. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. Before procedure, due to its high calcification level, the access vessel was prepared. During procedure, while inserting the esheath, it got stuck on calcifications in the right common iliac artery and could not advance. Then, it was decided to remove the esheath, but a dissection on the vessel was discovered that leaked a lot of blood. The procedure was stopped, and it was converted to surgery to fix the artery. Finally, the valve was not implanted. Patient was stable after procedure. The perceived root cause of the event was the calcification on the artery.